Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 1/27/2021 for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient ((B)(6)) underwent a non-ischemic ventricular tachycardia (non-isvt) ablation procedure with stereotaxis magnets and navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade requiring surgical intervention and blood transfusion. During the ablation phase of the procedure, there was a drop-in the patient¿s blood pressure. Pericardial effusion was confirmed by the anesthesiologist. The patient was moved to the operating room and it was found that the rmt catheter perforated the heart and went into the epicardial space. The surgeon had to open the patient¿s chest and patch the hole in the left ventricle (lv). Five units of blood and three units of plasma were required during the open-heart surgery. The patient¿s condition improved, as of (B)(6) 2021, the patient was off the ventilator and was expected to have the chest tubes removed within the next 24 hrs. The cardiologist believed that the patient should make a full recovery. Prolonged hospitalization was required. The physician¿s opinion regarding the cause of the adverse event was that it occurred due to malfunction of the stereotaxis system and not real sure of the exact force of the catheter tip in the tissue. Transeptal puncture was done with a heartspan transseptal needle. There was no evidence of steam pop during the ablation. The catheter irrigation was set at 30 cc when ablating at 50 watts. No error messages were observed throughout the procedure. The force visualization features used included graph, dashboard, vector force on the stereotaxis equipment and visitag set on impedance drops of 0-5. Impedance was used as coloring option.

Manufacturer narrative:
The device evaluation was completed on (B)(6) 2021. It was reported that a 66-year-old male patient (150 lb) underwent a non-ischemic ventricular tachycardia (non-isvt) ablation procedure with stereotaxis magnets and navistar® rmt thermocool® electrophysiology catheter. During the ablation phase of the procedure, there was a drop-in the patient¿s blood pressure. Pericardial effusion was confirmed by the anesthesiologist. The patient was moved to the operating room and it was found that the rmt catheter perforated the heart and went into the epicardial space. The surgeon had to open the patient¿s chest and patch the hole in the left ventricle (lv). Five units of blood and three units of plasma were required during the open-heart surgery. The patient¿s condition improved, as of (B)(6) 2021, the patient was off the ventilator and was expected to have the chest tubes removed within the next 24 hrs. The cardiologist believed that the patient should make a full recovery. Prolonged hospitalization was required. The device was visually inspected and it was found in good normal conditions. Per the event, several tests were performed. An electrical test was performed and the catheter was found in normal conditions: no electrical issues were observed. Also, sensor functionality was tested on the carto 3 system and no errors were observed. Then, stockert generator compatibility was tested and the catheter was found within specification. Finally, catheter irrigation was tested and no irrigation issues were observed, all holes were flushing correctly. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The customer complaint cannot be confirmed. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).